Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had low speaker volume. This occurred during testing in the biomedical department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Evaluation confirmed the issue during inspection when it was observed that the speaker on the rear case was loose. A service history review revealed the device has been serviced within the last twelve (12) months but this is not a repeat service event. All required service actions were completed during the last service cycle. The reported condition was verified. The cause of the condition was determined to be a loose speaker on rear case. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.